Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during the patient's initial fitting appointment for his amade hi audio processor, a first fit was conducted using air and bone conduction audiogram from (B)(6) of 2011. The patient reported that he could not hear anything. A repeat unaided audiogram was done and showed slightly poorer thresholds and a drop in speech discrimination from 100% to 52%. The patient was taken for vibrogram testing, however he reported no response at any frequency to a 100 db tone. The patient was seen by his surgeon, who reported he has a large hematoma behind the tympanic membrane that has not absorbed. A listening check was made which suggested that the amade was functioning correctly. It was confirmed on (B)(6), 2011, that the hematoma had resolved and a blood clot was removed from his ear canal, however the tympanic membrane was still retracted and a possibility of serous otitis media was noted. The patient's hearing was retested and results were similar to those obtained two weeks ago. Additional information received on (B)(6), from his audiologist the surgeon did a myringotomy with tons of thick fluid.